Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No failure detected was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter telephone: (B)(6). (B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss confirmed the issue. To resolve issue, the fss adjusted the cone guide rail. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a difficult flap creation on the left (os) operative eye during laser firing. The flap was cut but the doctor did not lift it. A second flap could not be done due to the cornea being too thin. The patient procedure was aborted and procedure was rescheduled. The surgery center indicated the procedure was completed on a separate visit and patient outcome is a bigger deeper flap with post op of uncorrected visual acuity at 0,90 and there was no loss of 2 lines of best corrected visual acuity reported.